Event description:
The event is reported as: artifact was noticed on the phillips heart monitor when the device was used. No injuries reported.

Manufacturer narrative:
Product has not yet been received by MFR for eval, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.